Event description:
It was reported that the venous bloodline separated from the tesio catheter during treatment resulting in approx 500cc blood loss. This occurred one hour into treatment on a f2008h dialysis machine. The bloodline connections were not taped but the machine did alarm. The pt was hospitalized but recovered and the tesion is being used without further incident.